Event description:
It was reported that the patient was admitted to the hospital for spinal surgeries. The surgeries consisted of posterior, bilateral- posterolateral, multilevel fusion using autograft, allograft and rhbmp-2/acs. The patient's post-operative period was marked by severe, painful, and debilitating complications which included, but was not limited to, the need for additional surgery and painful medical treatment. Allegedly, the patient developed severe pain caused by the ectopic bone formation, nerve impingement, and nerve damage.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on: (B)(6) 2010: patient presented with preoperative diagnosis of 1) spondylolisthesis, l4-l5 with degenerated disk, l5-s1, 2) spinal stenosis with juxta-articular synovial cyst, intraforaminal at l4-l5 on the right side and the following procedures were performed: bilateral posterolateral fusion, l4-l5 and l5-s1 with pedicle screw instrumentation at l4-l5 and l5-s1 bilaterally using brain lab supervision, local bone, bone marrow aspirate, rhbmp-2/acs bone m orphogenic protein and 1 x 4 mm allograft chips. Laminotomies and lateral recess decompression at l4-l5 bilaterally and a medial foraminotomy at l4-l5 on the right. Foraminotomy at l4-l5 on the right side from a lateral approach, foraminotomy at l5-s1 on the left side from a medial approach. Per operative notes "...rhbmp-2/acs sponges were placed inside the facet joints and along the lateral gutter and then packed the local bone on the left side, treated with bone marrow aspirate followed by an additional rhbmp-2/acs sponge and allograft 1 x 4 mm chips. On the right side, we packed rhbmp-2/acs sponges in the facet joints out laterally in the gutter and layered rhbmp-2/acs sponges along with the allograft chips." No complications were noted. Patient's post-operative diagnosis: 1) spondylolisthesis,l4-l5 with degenerated disk, l5-s1 2)spinal stenosis with juxta-articular synovial cyst, intraforaminal at l4-l5 on the right side. 3) slight minimal spondylolisthesis at l5-s1 and a partial pars defect at l5 on the left.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.